Manufacturer narrative:
(B)(4). Patient age at time of event: 18 years of age or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11129. It was reported stent damage occurred. The 100% stenosed target lesion was located in the severely calcified mildly tortuous left superficial femoral artery (sfa). Vascular access was obtain via a contralateral approach. The physician selected a 6 x 180 x 130 innova stent for implantation. During deployment of approximately 4cm the stent resistance was encountered. The stent was able to be deployed but the mid area of stent was elongated. Another 7 x 180 x 130 innova was used, but the stent elongation occurred again. Since the area where the two stents overlapped was elongated badly, the 3rd innova was deployed. No patient complications were reported and the patient was good.